Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in china. G2: journal article - ran, xudong, shen, weijia, li, xin, liao, jianyi, yuan, hongliang, wang, hao, wu, songhua, & rong, shuhan (2024). The individualized treatment for minimally invasive repair of pectus carinatum in adolescent: a single center¿s retrospective study. Journal of cardiothoracic surgery, 19(483). Https://doi.org/10.1186/s13019-024-02910-9. The customer has not indicated whether the product will be returned for analysis, and an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from journal of cardiothoracic surgery (2024) that reported a retrospective study from china. The purpose of the study was to conduct clinical research on minimally invasive repair of pectus carinatum in adolescents. The study reviewed 41 patients who underwent surgical correction at children¿s hospital soochow university. Patients were placed into 2 groups by approach: abramson procedure (pc [pectus carinatum]) or abramson and nuss procedure (pc/pe [pectus carinatum / pectus excavatum]). All patients received a biomet bar with steel wire stabilization. The study population had a mean age of 13 years at time of surgery ranging from 10-17, 29 male and 1 female in the pc group: 11 males and 0 females in the pc/pe group. All patients had one and a half years of follow-up. Follow-ups conducted at one month, three months, 6 months, one year, and final one and half year postoperatively with bar removal after follow up completion. It was reported that one (1) patient in the pc group required reoperation due to overcorrection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is unconfirmed. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Journal article review was performed. A definitive root cause cannot be determined. Although the item number is unknown, a review of standard line instructions for use, warnings and precautions for pectus support bar system states within the warnings and precautions section ¿while the device is intended to expand the chest wall cavity eliminating the features of the deformity, the degree of initial reshaping and permanent remodeling for each case cannot be predetermined.¿ attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.